Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair a ruptured abdominal aortic aneurysm. A follow-up computed tomography scan revealed an endoleak. On three days later, a gore excluder aaa endoprosthesis aortic extender component, a gore excluder aaa endoprosthesis iliac extender component, and a gore excluder aaa endoprosthesis contralateral leg component were implanted. It was reported that the endoleak was successfully repaired and that the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted and involved in this event: pxc141200/lot#05260273.